Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 05 october 2024,senseonics was made aware of an incident where the user received a hypoglycemia alert from the system due to sensor inaccuracy.the user reported on (B)(6) 2024, around 08:34 pm that their sg was 78 mg/dl and bg was 190 mg/dl.per dms,it was confirmed that the user received a low glucose alert at 08:39 pm,when sg was 57 mg/dl.user didn't seek for medical treatment. User didn't need to resolve the event because he expressed that he knew the numbers were off and it was an inaccuracy.

Manufacturer narrative:
The user reported receiving a low glucose alert on (B)(6) 2024 around 08:34 pm. The user mentioned that the sg at the time was 78 mg/dl while the bg was 190mg/dl. A review of the data management system (dms) data revealed that the sg value on (B)(6) 2024 at 8:34 pm was not available as the sensor was disconnected and a bg was not entered. There was no glucose data visible to the user between 8:31 pm through 8:39 pm. A review of the alert history revealed that the user received a no sensor detected alert at 8:32 pm and a low glucose alert at 8:39 pm. The user received multiple low glucose alerts since 5:21 pm. The user did not seek for medical treatment. User's hcp was not aware of the event. The user was advised to get in touch with their hcp for any medical assistance. A case (complaint: (B)(4) was created to address the sensor inaccuracies. The investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for ever sense systems. The investigation analysis revealed instability in signal and reference channel. The sensor was inserted 2 days prior to the event on october 03rd, 2024. During the initial few days, it is expected to see some differences as the system tries to get stabilized. This early wear adjustment of the system would have most likely contributed towards the observed inaccuracy. Post the reported event, the system displayed good agreement between sensor glucose (sg) readings and blood glucose (bg) entries with mean absolute relative difference (mard) of 10.3 %. No further follow-up with the customer was possible for confirmation. However, the customer did not report any additional inaccuracies, meaning the issue was likely resolved. Since there was no malfunction observed with the system, no further investigation was required for this complaint. B4: date of this report updated to 18 november 2024. G3: date received by the manufacturer? 13 november 2024. H3: device evaluated by manufacturer? Yes. H6: investigation findings updated to 213 h6: investigation conclusions updated to 67.